Event description:
As reported, the patient was implanted with soft mesh "two weeks ago" (contact could not remember the exact date). Contact reports the patient "is having complications from the mesh - not able to breath on her own after surgery, in a lot of pain, on different kinds of medication."

Manufacturer narrative:
As alleged, post implant of soft mesh, patient experienced difficulty breathing after the surgery and pain. Reportedly, patient was treated with medications. Based on the information provided, no conclusions can be made as to the degree to which the implant may be causing or contributing the patient¿s postoperative symptoms. Post surgical pain is a clinically understood potential complication of surgery/use of the device and is identified in the instructions-for-use provided with the device, as a possible complication. A review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this lot of (B)(4) units. Note, the date of event (06-aug-2025) is considered to be a best estimate based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.